Event description:
It was reported that durom acetabular, large diameter head and zmr femoral stem were removed due to infection.

Manufacturer narrative:
Other device used: head adapter l/+4; 12/14-18/20, lot: ni. Metasul large diameter head 52/r, lot ni. This report will be amended when our investigation is complete.